Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on the display window. The test reservoir did not stay locked in place due to the reservoir tube lip damage.

Event description:
The customer's mother reported via phone call that she was changing her son's reservoir and noticed a crack on the reservoir compartment. The rubber band portion of the reservoir compartment came out. The rubber band would not stay connected to the insulin pump; the reservoir was inside of the reservoir compartment but the reservoir fit loosely. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The mother did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.